Manufacturer narrative:
G4 - PMA/510(k): this catalog number is not sold in the us. Device evaluation: the reported problem cannot be confirmed. The device is working as expected. The electrical safety test failed due to less heater insulation but is not related to the reported customer failure. Heater replaced. No other problem was found. Preventative maintenance (pm) performed. Final electrical safety and functional test passed. There was no service noted within the last twelve (12) months.

Event description:
It was reported that the device keeps alarming for over temperature with or without set attached. There was no patient involvement, no harm or adverse event was reported. The problem was fixed by using another device. No other information was provided.